Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the abdomen on (B)(6), 2021. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined.